Event description:
It was reported that when putting a blocker into an offset connecter for the xia ii system, upon final tightening while torqueing, the blocker broke. The surgeon removed and put in new blocker with xia 3 torque wrench.

Manufacturer narrative:
Method: visual inspection. Results: the returned blocker was received back cut into 3 separate pieces. This was the result of the surgeon having to burr the blocker out of the tulip. Conclusion: because it had been burred out of the corresponding connector, the original fracture surface had been damaged. Due to the condition of the device further analysis could not be performed. Because of this along and the multifactorial nature of the event the root cause of the reported event could not be determined conclusively.

Event description:
It was reported that when putting a blocker into an offset connecter for the xia ii system, upon final tightening while torquing, the blocker broke. The surgeon removed and put in new blocker with xia 3 torque wrench.